Event description:
It was reported that the handpiece was leaking fluid following the sterilization process. There was no patient involvement.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking oil. There was corrosion identified on some of the internal components. The handpiece was repaired and returned to the customer.